Manufacturer narrative:
H3: product analysis of product:8350312, lot:k22m1373 visual inspection confirmed the rod holder has broken due to overload. E1: initial reporter is unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having posterior spinal correction and fusion therapy at t4-l1 for adolescent idiopathic scoliosis. It was reported that during the correction operation, a beep sound was heard, and the surgeon later observed that the rod holder placed on the most cranial side of the rod had cracked. There were no patient symptoms reported. There were no further complications reported regarding the event.